Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 3 of the patient's mouth. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii, fair oral hygiene, bruxism, inadequate bone quality/quantity and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, abscess and inflammation. No further patient complications were reported.